Event description:
It was reported by the rep that the device was used during a bowel procedure. It was reported the surgeon told the rep that the bowel leaked at the crotch of the staple line after the functional end to end was completed. They over sewed the staple line to stop the leak and the pt recovered with no problems. There was no consequence to the pt.